Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens event problem and evaluation codes: results code(s): (operational problem): visual inspection of the returned product found the lens stuck inside a cartridge. There was no visible damage to the cartridge. (B)(4).

Event description:
The cc4204a collamer single piece lens +20.5 diopter, was returned to the manufacturer stuck inside the nanopoint cartridge. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.